Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "situation was discovered during use. It shows "input pressure too low" and causes c02 flow slowly into cavity and when doctor use suction unit they must set flow until maximum to increase flow and need to wait until gas cq2 complete", could be confirmed. The cause of the error code 371 found in the error logs can be attributed to inlet pressure with selected bottle supply below 10bar - (hysteresis 3bar) or 2.5bar (hysteresis 1bar) with selected central hospital supply. The additional determined issues are independent from the reported failure from customer. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. Complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that input pressure too low is shown and causes co2 flow slowly into cavity and when doctor use suction unit they must set flow until maximum to increase flow and need to wait until gas co2 complete. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).